Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal coronary intervention procedure with a 7f sheath. Reportedly, flushing was done and it was confirmed the marker port was not obstructed. Then the device was inserted into the vessel and held at an angle of 45 degrees, but blood back flow was not observed at the marker lumen. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.